Manufacturer narrative:
Device was used for treatment, not diagnosis. It was inadvertently documented in the investigation summary in the initial report that the assignable root cause of the condition was due to wear from normal use and servicing. Upon further review it was noted that the correct assignable root cause was due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for : check with test bench, power: 45 to 90 w (watt) and speed: minimum 703 to 937 rotations per minute, check function with foot pedal, check function with test hand switch, check function and direction of rotation. It was determined that the control unit was not functioning on the device and the device did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that from (B)(6) that during an unspecified surgical procedure, it was observed that the electric pen drive device was not working. There were no delays in the surgical procedure as a spare device was available for use. It was reported that the surgical procedure was completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.